Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported that another medical device company received an explanted r20 device of ours and would like to send it back to us. No additional information provided.